Event description:
The reporter stated that the t handle of the device broke during use in a surgical procedure to remove a qwix screw. The same issue happened when they implanted the screw into the pt. There was no injury to the pt. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.